Manufacturer narrative:
The lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon noticed plastic debris that was introduced into the eye along with the intraocular lens (iol). The debris was small and located on the posterior side of the iol. Some of the debris was adhered to the lens itself, often around the 4 o'clock position. The surgeon had to aspirate the debris by going under the iol with an irrigation/aspiration tip after implantation and had to chase down the piece, sometimes having to remove it from the iol surface. This issue added time and difficulty to the procedure; however, there were no complications, incision enlargement or patient injury. The lens remains implanted and the patient outcome is excellent. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 12/29/2016. Device returned to manufacturer ¿ yes. Device evaluation: the returned device was visually inspected. The plunger component was observed in a fully advanced position. The cartridge was observed correctly engaged into the lower body of the device. Visual inspection at 10x microscope magnification was performed. No lens was observed inside the preloaded insertion system. No debris / particles were observed in the returned device. Only viscoelastic residues were detected inside the cartridge tube/tip, indicating the device was handled and prepared for surgical use. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.